Event description:
It was reported that the customer had cracks and missing pieces from the battery compartment on the insulin pump. Customer stated that it was due to wear and tear. Customer stated that the battery fals out because she cannot screw the battery cap on. Customer also mentioned that the buttons were sticking on (B)(6) 2015 and that she received motor error alarms on (B)(6) 2015. Customer had 3 no delivery alarms in the last 10 days. Customer declined troubleshooting. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No further assistance needed.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted. The insulin pump passed the basic occlusion test and the displacement test. No motor error alarm was noted. However, the insulin pump was unable to prime during the prime test due to a faulty force sensor resistor. The excessive no delivery alarm test and occlusion test could not be performed due to the prime anomaly. The motor was tested outside of the device and passed. The insulin pump was received with a broken reservoir tube lip, cracked battery tube threads, a cracked belt clip slot. The insulin pump was received with a cracked case at the reservoir tube window corners and a cracked case at the display window corners.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.